Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate reported that the customer's blood glucose readings were not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The advocate was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found. Section h4 of the initial report indicates the device manufacture date as 24-jun-2017. The correct device manufacture date is 26-jun-2017. Section h4 has been updated with this information.